Manufacturer narrative:
Date of this report: 04/23/2015. Describe event or problem: additional information received: prior to surgery, the surgeon discovered that there was a cuff leak on the device. A new one was u sed. Patient not affected. (B)(4).

Event description:
Additional information received: prior to surgery, the surgeon discovered that there was a cuff leak on the device. A new one was used. Patient not affected.

Event description:
It was reported that ¿before the surgery, doctor found the product balloon was damaged, he had to replace a new one to complete the surgery, the product was not used in the patient and patient's status is overall ok¿. Analysis found damage that correlates with wire out of lumen. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: upon receipt for analysis, the finished goods box and pouch were opened, but unused green and red/white electrodes were returned with the tube. When compared to the assembly drawing: no visible signs of damage were noticed, and the tube did not show indications of intubation. A syringe was used to inflate the cuff, at which point air leaked out slowly. When viewed under magnification, there was a small abrasion on the cuff that appeared to originate from within; the location of the damage coincides with the end of the electrode wire beneath the inflatable cuff. Through manipulation, the electrode wire was made to protrude through the lumen into the cuff which would have resulted in the reported damage.